Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) level was elevated; however, specific bg value was not provided. Although requested, the customer declined troubleshooting.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3013756811-2018-27082).